Manufacturer narrative:
(B)(4).

Event description:
It was reported a right ventricular lead failure and lower out of range pacing lead impedance were observed. The device was programmed to door with therapies off and programmed to lv only pacing. It was decided not to perform a lead replacement and instead leave the device as programmed. No adverse consequences were detected.